Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. This is customer error per m05.01.wi.04 rev. B. The operating manual states: do not force the cutting burrs while performing operation. Use a gentle tapping motion or side to side motion and let the instrument do the cutting. Forceful side loading of cutting burrs may cause fracture of dissecting tool, which may cause injury. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial medwatch stated the date of manufacture was unknown, the correct date of manufacture is jul 5, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device manufacture date is unknown. Reporter's full name, complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutter device broke while trying to open a suture hole. According to the reporter, the broken fragment was completely removed from the patient¿s body. It was unknown if there were any delays to the planned surgical procedure. It was reported that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.